Event description:
It was reported that a piece of the tissue pad detached and fell into the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad fully present and attached (not detached as reported). There were gouges in the tissue pad. The gouges match the markings from activating the device over a staple line. The blade showed matching gouges. The device was tested with a generator and all buttons were functional. The device activated as expected. There were no anomalies or alert screens noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.